Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the phone call was 280 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The self test passed. The customer stated that the insulin pump alarmed. No delivery at the time of the phone call. During the manual prime, insulin squirted out in a steady stream. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.